Event description:
Boston scientific received information that this right ventricular lead was dislodged. This lead was extracted and a new lead was implanted as the physician did not like the placement of this lead. There was some tissue in the helix but the physician did not believe any perforation occured. Should additional information be received, this file will be updated. The event and explant dates provided did not make sense so they were left out of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.